Event description:
It was reported that the customer was concerned the insulin pump was not delivering the correct amounts of insulin. It was reported that the insulin pump had been making a grinding noise. Troubleshooting was performed, and the insulin pump was able to rewind and prime. However, the customer still felt that the insulin pump as not delivering accurately. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.